Manufacturer narrative:
The subject device was evaluated. Device inspection and evaluation found service repair observed the following findings. The customer reported issue was confirmed. Device inspection observed b30 (scope communication error). The error occurs due to dirt on the electrical contacts of the video connector. The scope ID data was not visible due to external factors. Furthermore, inspection found the a-rubber (bending section) adhesive has chip and scratched. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of an error message "please contact olympus" displayed when connecting the device to otv-s190. The user connected another scope and was used without any problem. The issue found during an unknown event. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
Correction to the initial medwatch. The aware date should be 03-mar-2022. This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation did not confirm any reported device problem as the subject device was not returned to olympus. Based on the investigation, possible causes may include the following: failure of internal board of scope connector, or the system caused the event. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.